Manufacturer narrative:
No product, data logs, or imaging have been returned for analysis. Investigation to the root cause of the pseudoaneurysm is possible. Should more information be shared that leads to cause, a final report will be filed.

Event description:
The medical center had enrolled a patient in the stemi dtu study. The support with an impella cp was a successful one for 5 hours of support for the angioplasty. At the point of sheath/pump explant the team noted no harm. Later study documentation noted a pseudoaneurysm treated by thrombin injection and imaging followup. The team attributed the need for the treatment to the impella sheath placement.

Manufacturer narrative:
Since the original report was filed the study team for the stemi-dtu has a new report of another adverse event, of a hematoma, documented. The hematoma was at the impella access site that also had the prior reported upon pseudoaneurysm. The hematoma was only treated by manual pressure. The failure mode will be monitored and trended. No root cause can be determined as no product was returned for analysis.

Manufacturer narrative:
Additional information for the initial MFR was provided in sections b1, b2, b5, d6a, d6b, g1, h1, and h6. The investigation for the reported ventricular fibrillation has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the ventricular fibrillation was most likely patient condition related. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
It was also reported the patient experienced ventricular fibrillation during the percutaneous coronary intervention (pci) procedure and the patient was defibrillated one time, then the patient transitioned into bradycardia. 2.5mg IV metoprolol was administered and the patient fully transitioned into normal sinus rhythm.